Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment noted debris on the scavenging unit. The scavenging unit was cleaned. The customer contact reported there is no patient information available.

Event description:
The hospital reported that the positive end expiratory pressure alarm sounded during a case. The anesthesia machine was replaced. There was no reported patient injury.